Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4)) displayed mid:14 (bg power supply) error message was confirmed during functional test and in the event log. The root cause of the reported complaint was due to a defective danfoss module as a result of normal wear and tear. The console was manufactured in (B)(6) 2012, and it is 8 years old, well past its serviceable life of 5 years. During visual inspection, unrelated to the reported complaint, the power module was observed to be broken likely due to user mishandling. The power module was replaced to remedy the issue. During event log review, multiple mid:14 (bg power supply) error codes were identified on the event date, thus, confirming the reported complaint. In addition, not related to the reported complaint, tcmid:02 (ce danfoss error) error codes were observed. Danfoss module was replaced to remedy both the errors. The console failed power on self-test (post) during the initial functional testing due to mid:14 (bg power supply) error message displayed upon power up due to an unstable power supply to the danfoss module. To remedy mid:14, the defective danfoss and wire harness assembly of the cooling engine and pic-16 were replaced. After part replacement, the thermogard ivtm console passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm console serial number (B)(4).

Event description:
During set-up for patient use the thermogard console (sn (B)(4)) displayed mid:14 (bg power supply) error message upon power on. The user rebooted the console multiple time and was unable to clear the mid:14 error message. Ivtm therapy was discontinued and adjunct therapy was used to cool the patient. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.